Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. The pump was not returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6). The complaint was against the multiple products. Second product information is provided below: one touchping glucose mgmt system. Onetouch ping insulin pump. (B)(4). G5: k080639. MFR date: 03/18/2011.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed and no failures were found.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the pump was examined and found no damage to the pump. The pump successfully performed the rewind, load, and prime steps without issues. No defects were found related to the pump.

Event description:
A family member reported that she loaded a cartridge with 100 units of insulin and placed the cartridge in the pump and after the load step the pump indicated 100 units. She reportedly primed 4 units and filled the cannula with .3 units. The pump history showed it delivered 11.35 units total for boluses and 6.76 units of basal. The family member reported that when she looked at the pump, it indicated that the pump had 20 units of insulin remaining. The patient removed the cartridge and saw that it contained 20 units of insulin. The patient reported that she did not see any leaking but was able to smell insulin in the cartridge compartment. The family member felt that the insulin must be leaking from the cartridge.